Manufacturer narrative:
The biomedical engineer (bme) reported that the g5 bedside monitor will intermittently have pixeled waveforms. He said that it will go away once you reboot the g5 but will come back after a while. He said that it does this with or without anything connected to the g5. No patient harm was reported. Investigation conclusion: the complaint device was received. The unit was evaluated and the complaint was duplicated. The cause was determined to be hardware component failure of the display panel. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the g5 bedside monitor will intermittently have pixeled waveforms. He said that it will go away once you reboot the g5 but will come back after a while. He said that it does this with or without anything connected to the g5. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g5 bedside monitor will intermittently have pixeled waveforms. He said that it will go away once you reboot the g5 but will come back after a while. He said that it does this with or without anything connected to the g5. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the g5 bedside monitor will intermittently have pixeled waveforms. He said that it will go away once you reboot the g5 but will come back after a while. He said that it does this with or without anything connected to the g5. No patient harm was reported.